Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. During the generator explant procedure, the right ventricular lead was also observed to be fractured and externalized via x-ray. No electrical anomalies were shown. The physician elected to cap and replace the lead on (B)(6) 2019. The patient was stable. Related manufacturer reference number: 2938836-2019-16851.